Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 04825, 0001825034 - 2018 - 04827, 0001825034 - 2018 - 04828. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
Patient presented approximately one week status post total hip arthroplasty with distal draining and large hematoma with significant swelling. Discussed alternative treatments and potential outcomes of I&d and patient wished to proceed with right hip incision and drainage deep with closure, complex over drains. No further information is available.

Manufacturer narrative:
Information included in the per reported intra-operative cultures positive for rare gram negative rods, e coli, treated by infectious disease and IV antibiotics. This cannot be confirm as medical records or lab results that depict this diagnosis were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Operative notes confirm that the patient underwent right hip incision and drainage. Approximately 1 week post operative right total hip arthroplasty, patient presented with large draining hematoma with significant swelling. Irrigation and debridement was performed. Surgeon notes, extended resources and surgery time was needed due to increased bmi. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.